Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced syncope. The patient was admitted to hospital and intermittent loss of capture was observed via an electrocardiogram. Autocapture was turned on.